Event description:
Caller reported tandem mobi cartridge alarm, which occurred during the pumping process. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent, and additional intake was handled as required, resolving the issue.